Event description:
Reportedly, after implanting the two xfine leads (sn: (B)(6), the teo dr (sn: (B)(6) was connected to the ventricular lead without any issues. When attempting to connect the atrial lead, however, no mechanical feedback or clicking sound was perceived during the screwing maneuver. The same screwdriver as for the ventricular lead connection was used. A new teo dr device (sn: (B)(6) was then used to complete the procedure successfully.

Manufacturer narrative:
The UDI is not known for now. Once it is retrieved, a new MDR report will be provided. The investigation led to the following observations : the device¿s visual inspection has led to the following observations: - the atrial hexagonal setscrew cavity was found rounded. - the same damage was noticed on the screwdriver. - the atrial terminal block was found damaged inside. - the most likely hypothesis is that too much strength was applied with the screwdriver and not in the correct alignment leading to damages on the atrial setscrew generating a difficulty/impossibility to screw the atrial setscrew. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, after implanting the two xfine leads (sn: (B)(6), the teo dr (sn: (B)(6) was connected to the ventricular lead without any issues. When attempting to connect the atrial lead, however, no mechanical feedback or clicking sound was perceived during the screwing maneuver. The same screwdriver as for the ventricular lead connection was used. A new teo dr device (sn: (B)(6) was then used to complete the procedure successfully.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is not known for now. Once it is retrieved, a new MDR report will be provided.